Event description:
According to the available information the catheter balloon burst after being in-situ for three weeks.

Manufacturer narrative:
B3: estimated date. After receiving this complaint, we searched for other complaints and we found none regarding the lot number 9397001. Checking the quality databases revealed this type of defect is known and closely monitored. A similar case study was performed based on same item number aa8a12 and same defect [burst] from december 2019 to december 2023: 3 similar cases were found. A risk management file evaluation was performed and concluded that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user.